Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One actual sample was received for evaluation. Upon visual inspection, a small piece of hair was observed inside the syringe plunger. The reported condition was verified. The cause was not determined. A visual inspection was also performed on 12 retention samples with no particulate matter noted. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hair inside the sterile syringe of the floseal. The issue was identified prior to use of the product. There was no patient involvement. No additional information is available.